Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report: (B)(4).

Event description:
It was reported by the plaintiff's attorney that as a result of having the implanted mesh the plaintiff experienced emotional distress and a problem with the product. Related MFR report: 2183959-2013-00119.